Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode switch episodes were observed during a follow-up. The device remains implanted. No further information is available.

Event description:
New information received indicated that programming changes were made on the device.